Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis (reported as peritoneal inflammation). The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment for the event with an unspecified drug infusion and other drugs (doses, routes, frequencies, and durations were not reported). Pd therapy was ongoing during the treatment. At the time of this report, the patient was not recovered from the peritonitis event. No additional information is available.